Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a crack on the enclosure underneath the drain fitting. The line cord is worn, pole clamp assembly is discolored, and the enclosure contains old labels and scratches. The pump was found noisy upon evaluation. The customer stated problem was duplicated, the display was blank after power up. No action taken. The device has been deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device had a malfunctioning display. No adverse effects reported.